Manufacturer narrative:
Report is for unknown patient 1:2. [(B)(4)].

Event description:
It was reported that pgcl suture associated with lot# 180523-52 and lot# 180131-50 were breaking while being tied down and needle detaching after initial pass. This failure occurred with 2 patients during oral surgery. The patients did not experience any adverse effects.